Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the abdomen for between 4 to 24 hours but experienced poor adhesion, with the adhesive not sticking well to the skin. While hospitalized, the patient developed dka, and hospital staff removed the pod in order to initiate insulin drip therapy. The patient reported that the pod was removed by hospital staff during admission. No other information is available at this time. A supplemental report will be provided when additional information becomes available.

Event description:
The patient wore the pod on the abdomen for between 4 to 24 hours but experienced poor adhesion, with the adhesive not sticking well to the skin. While hospitalized, the patient developed dka, and hospital staff removed the pod in order to initiate insulin drip therapy. The patient reported that the pod was removed by hospital staff during admission. No other information is available at this time. A supplemental report will be provided when additional information becomes available. New information was retrieved on (B)(6) 2026. Patient was hospitalized for a week and received insulin drip.

Manufacturer narrative:
B5 was updated.